Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.